Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for a diagnostic colonoscopy procedure, the device showed no image intermittently when plugged in. The wires appeared to have loose contact and the image would appear and disappear. The intended procedure was cancelled. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it was determined to be due to a faulty receptacle unit. The cause of the faulty receptacle unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not duplicated because the subject device was not returned from the facility. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.